Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6a: implantation date was an unknown day in april, 2021. D9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for unk - guide/compression/k-wire trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: state (B)(6). E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that in april 2021, the patient underwent orif surgery for subtrochanteric fracture of femur with pfna nail, lc-lcp small plate and screws. After the surgery, non-union was confirmed, but the surgeon followed up the patient. In the end of april 2023, the patient tumbled, and the nail was broken at the fracture part. The 2 locking screws inserted to the plate were broken, too. On (B)(6) 2023, the revision surgery was performed. In the revision, broken implants were removed, and tfna long nail was inserted. When the k-wire, which was inserted temporary as blocker pin during the nail insertion, was removed, k-wire broke at 3cm part from its tip. The surgeon determined that there were no postoperative effects and closed the wound with the broken piece retained in the body. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves one (1) device. This report is for one (1) unk - guide/compression/k-wires this is report 1 of 1 for complaint (B)(4). This pc is related to (B)(4). (B)(4) reports the non-union after the primary surgery. (B)(4) reports the breakage of the nail and screws due to tumbling. This pc reports the breakage of the k-wire in the removal surgery.